Manufacturer narrative:
Final analysis found excess epoxy within the right ventricular setscrew port. The epoxy prevented the setscrew from being tightened.

Event description:
It was reported that during an unrelated revision procedure, the right ventricular setscrew of the pulse generator would not tighten. The pulse generator was explanted and replaced.

Manufacturer narrative:
(B)(4).